Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the trunk cable connector was broken off of the cable. The root cause of the damaged cable and connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device had a damaged cable.